Event description:
In 2009, a patient/layperson complained that 5.4 mmol/l result obtained on his one touch ultra 2 meter was inaccurately elevated compared to his symptoms of low blood glucose that started before he tested. The specialist clarified and obtained additional information from the patient 2 days later. Based upon the new information, the alert date is 2 days after the complain. At 7:30 am the day of event, the patient obtained 12.2 mmol/l and then injected 32 units of humulin n insulin (2 extra units) based upon the result. The patient did not express concern about the result. The patient then ate breakfast, two pieces of toast with chocolate milk. Feeling dizzy and "nearly unconscious" at 8:15am, the patient tested: result 5.4 mmol/l. The patient doubted the result, alleging it should have read 1 mmol/l because he "felt nearly unconscious." The patient's wife immediately gave him a glass of non-diet pop to drink. Twenty minutes later he felt better. The patient had informed the cca that he noted the test strips he used were expired; however, he no longer had the vial or strips to confirm lot number, code, and expiration date. The patient had been using the expired vial of test strips for approximately a week. Expired test strips will affect blood glucose results. Although the patient did not allege the product and result of 12.2 mmol/l contributed to injury, because the patient injected 2 extra units of insulin based upon a result obtained with expired test-strips and then allegedly became hypoglycemic 45 minutes later, the complaint is reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.